Event description:
It was reported that there was a leak in the line of the automated peritoneal dialysis (apd) set with cassette, which occurred during the setup of therapy on the homechoice (hc) device. The home patient (hp) stated that they checked the lines and did not notice a cut until later. The hp stated that when they checked the lines, they found tiny slices near the cassette body. The hp stated that they did not use any sharp objects to open the package and did not have any pets near the lines. The hp started over with new supplies and had no other issues. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.